Event description:
It was reported that the pump declared an altitude alarm. The customer's blood glucose level was 210 mg/dl, which was within the normal range. The customer had previously reported this issue with the same pump. Technical support informed the customer about the potential obstruction of speaker holes when the pump is worn against the skin without a case, which could trigger the alarm. The customer was advised to clean the speaker holes and remove any obstructions, after which insulin was resumed, and the alarm did not recur. The pump returned to normal operation, and tips were provided to prevent future altitude alarms.